Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could no be duplicated with the device. The monitor board was replaced as a precaution. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could no be duplicated with the device. The monitor board was replaced as a precaution. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would reboot/restart itself. Complainant indicated that there was no patient involvement in the reported malfunction.